Event description:
Per the clinic, the patient sustained a head injury in 2019 (specific date not reported) and subsequently, open circuit was noted on one electrode (mp1). The patient experienced poor sound quality with the implanted device. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device due to the open circuit; and the device was explanted on (B)(6) 2025. The patient was reimplanted with a new device during the same surgery.